Event description:
Per surgeon, instrument is bent causing a mild fracture in the calcar region of the proximal humerus.

Manufacturer narrative:
Examination of the returned instrument could not confirm the bent condition, however, the instrument is extremely damage from heavy usage/wear out. The instrument is approximately eight years old. A search of the complaint database found no prior reports for this problem for this part number. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should any additional info be received to change the outcome of the performed